Event description:
Pt experienced open injury secondary to railroad ties falling on leg. Pt was implanted with tibial nail and retrograde femoral nail. Pt's great toe was partially amputated. Pt started to heal. Pt complained of pain and bone scan showed signs of infection. Infected tibial nail was removed (B)(6)2010. Canal was cleaned, biopsy and cultures taken. Surgeon implanted antibiotic nail.

Manufacturer narrative:
Add'l info has been requested. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.